Event description:
It was reported that a minimum fill notification intermittently occurred with multiple cartridges after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.